Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Adhesion of foreign matter to the joint of the objective lens was confirmed. Due to the water leakage that occurred in the equipment, it is likely that the reprocessing could not be performed properly and the foreign matter could not be removed. The detection method is described in the operation manual evis exera gif-xtq160 operation manual chapter 3 preparation and inspection and instruction manual evis exera gif/cf/pcf type 160 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: leak between right/left knob and up/down knob, leak at the electrical connector guide pin, and plastic distal end cover chipped. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera gastrointestinal videoscope had air/water duct defective. During inspection and evaluation, foreign materials were found inside the nozzle, at the objective lens adhesive and at the suction cylinder. At the suction cylinder and objective lens adhesive was found a brown parched foreign material. Inside the nozzle was found also the brown parched foreign material but mixed with white fibers. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.